Manufacturer narrative:
(B)(4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the 6.0 mm bone trephine was broken during a screw removal case at l5 screw because the trephine hit the screw. No broken fragment was left in the patient. The removal case was finished using 6.5 mm bone trephine. No patient complications were reported.